Event description:
It was reported that an unspecified malfunction occurred. The patient's healthcare personnel (hcp) reported that the patient 'had a low yesterday and emsa was called and he was taken to emergency department (ed) for further eval. He is doing well today but having more lows and he is still struggling with his malfunctioning receiver.' No other details were provided. Multiple attempts to contact the patient occurred; however, no additional details were obtained. No product was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.